Event description:
It was reported this was an arteriotomy closure of the left common femoral artery for an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery for an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account provided the following additional information: initial sheath size was 8f. Maximum sheath size used was 14f. The procedure was confirmed to be a pre-close procedure. The sutures of two prostyle devices were successfully preplaced prior to the procedure and used after the procedure to achieve hemostasis. No additional information was provided.